Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in the severely tortuous, severely calcified, 75% stenosed circumflex (cx). The distal cx was pre-dilated with a maverick 2.5 x 20 mm balloon and 2.75 x 6 mm cutting balloon. The physician was unable to cross the lesion with a taxus express2 8.8% 2.5 x 12 mm drug eluting stent. He dilated again with the maverick and cutting balloon. He was successful at crossing the lesion and implanted the taxus stent inflating to 16 atms for 30 seconds. The stent was fully expanded. The balloon was totally deflated but was sticking upon removal. The physician inflated to 2-3 atms several times and slowly dialed down to zero. He went negative and tried to advance the balloon forward. He finally forcefully pulled it out. The physician then pre-dilated the proximal cx with a maverick 2.5 x 20 mm balloon and 2.75 x 6 mm cutting balloon. He successfully crossed the lesion with a taxus 2.75 x 16 mm stent. The balloon was inflated to 16 atms for 30 seconds. The stent was fully expanded and completely deflated. The balloon was sticking upon removal. The physician dialed down to zero, went negative, and tried to advance forward without success. He pulled hard and was able to remove the balloon. No pt injuries or complications were reported. The pt's status is reported as good. Same case as 6000089-2004-00436.